Event description:
Per the info provided to co through the international representative, the device was removed due to "inability to inflate/deflate." 10/8/96-upon receipt of the physician/surgeon response sent with the explanted prosthesis, it started "tubing cracked wide-open at the junction of pump tubing to the cylinder, this was the leakage site."

Manufacturer narrative:
In received questionnaire, physician indicated following: a specific, easily identifiable leakage site was observed at junction of pump tubing to a cylinder, no noticeable twisting of tubing was observed when dr opened pocket, no excessive nor inadequate tubing leghts were observed at implant, nothing was noted in positioning that may have caused stress(es) to device, there was no info apparent in pt's history which may have contributed to this occurrece, anc crack in tubing is easily indentifiable and was not a result from removal. Pump, two cylinders, and reservoir were received and evaluated by MFR. During funcional testing, a leakage site was observed from a separation of pump's serialized outlet strain relief. A microscopic examination of leakage site revealed no indications of contact with sharp instrumentation on cross sectional surfaces, indicating a tubing tear. Tubing was entirely separated from strain relief. Tubing and strain relief were held together by two portions of nomofilament. Based on received info and quality assurance's eval, qa concludes that a leakage site existed at serialized strain relief junction. This leakage site, while in vivo, would have caused a fluid loss from device and would hinder inflating of device. Based on limited info received, qa is precluded from determining nature of these stresses.